Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient injected in an unspecified site with [unspecified] juvéderm® volift¿ and "complained of the appearance of a hard and red plaque (a few weeks after injection) on the right side marionette line¿s posterior area." Treatment included cortisone. Patient is better, red plaque has disappeared, but it is still a little hard when touching.